Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to troubleshoot the issue, which included plugging the pump into a known working power source, leading to the screen eventually turning on and displaying a welcome message. Customer was educated on battery best practices and advised to monitor the system and call back if the issue persisted.